Event description:
It was reported that a cartridge alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection.